Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records were reviewed and no issues or discrepancies were found and met specifications. The most probable root cause is operational contex as device performance was limited due to anatomical procedural factors.

Event description:
Clinical study. It was reported that following a carotid artery procedure, the pt experienced bradycardia and hypotension. Thirty days prior to the procedure, the pt experienced prolonged relative hypotension. The target lesion was located in the ostium of the left internal carotid artery with 90% stenosis and was 3 mm long with a 4 mm reference vessel diameter. The physician treated the lesion with a filterwire ez and placement of a carotid wallstent. Following post dilatation, residual stenosis was 0%. Less than 24 hours after the procedure, the pt experienced bradycardia and a second event of prolonged hypotension with bradycardia. The pt was treated with medication and the event was considered resolved without residual effects. The pt was discharged the next day.